Manufacturer narrative:
A lot history (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The complaint of a lack of tissue ingrowth was inconclusive because no evidence was observed to support the event. The product returned for evaluation was a 7fr d/l hickman catheter. Usage residue was seen throughout the sample, and print was worn from the clamping oversleeves. A yellow/tan residue was observed on the surecuff, and blue sutures were tied around the catheter proximal to the cuff. The sample was inspected for damage, defect, or deformity to the cuff and none were found. The cause of the reported event did not appear to be related to the returned sample. The product IFU provides instruction regarding positioning of the surecuff which will aid in proper tissue ingrowth, "the surecuff tissue ingrowth cuff, attached to the catheter, is positioned 3-5cms below the skin exit site in the tunnel."

Event description:
The cuff is not ingrown.